Event description:
During a routine device exchange procedure, the insulation of the right ventricular (rv) lead was noted to have unsheathed and peeled away from the lead body. The rv lead was repaired during the procedure to resolve the event. The patient was in stable condition.